Manufacturer narrative:
(B)(4). The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected no motor movement alarms noted during testing. The motor was tested outside the pump and passed. The test battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The device powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected pump error alarms noted during testing. No motor movement not confirmed. Post-reset ram crc alarm not confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump errors. The blood glucose level was 180 mg/dl. The customer reported that they were able to clear the alarm. Customer stated that they were not able to rewind the insulin pump. The customer declined troubleshooting for one of the pump error. The customer was advised that the insulin pump requires replacement and discontinue use of the insulin pump and revert to backup plan. The pump will be returned for analysis.